Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range impedance measurements and noise on the right atrial (ra) channel. Furthermore, respiratory rate sensor oversensing was observed causing episodes of inappropriate anti tachy response (atr). Additionally, a signal artifact monitor (sam) episode was recorded. It was discussed that the possible cause of this would be due to spring contact with the ra lead, which is a non boston scientific lead. Reprogramming options were discussed. No further adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range impedance measurements and noise on the right atrial (ra) channel. Furthermore, respiratory rate sensor oversensing was observed causing episodes of inappropriate anti tachy response (atr). Additionally, a signal artifact monitor (sam) episode was recorded. It was discussed that the possible cause of this would be due to spring contact with the ra lead, which is a non boston scientific lead. Reprogramming options were discussed. No further adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range impedance measurements and noise on the right atrial (ra) channel. Furthermore, respiratory rate sensor oversensing was observed causing episodes of inappropriate anti tachy response. Additionally, a signal artifact monitor (sam) episode was recorded. It was discussed that the possible cause of this would be due to spring contact with the ra lead, which is a non boston scientific lead. Reprogramming options were discussed. Additional information was received from the field mentioning that the respiratory rate trend had not been turned off before, but at a recent reprogramming session it was turned off. Afterwards, the noise stopped. Technical services discussed the reasons for the over sensing behavior while the respiratory rate trend was on. The ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.